Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirts insulin during priming and buttons were harder to press. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that insulin pump had rejected new batteries and also stated that insulin pump had diminished battery life. The customer also reported that insulin pump had unexplained no delivery alarm and insulin pump was louder during rewind. The customer was advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.